Manufacturer narrative:
The investigation determined that a lower than expected amon result was obtained from a quality control fluid when using a vitros 5600 integrated system. The investigation concluded the most likely assignable cause is instrument related associated with micro slide incubator contamination. The results of a pre-service amon precision test were outside of acceptable guidelines, indicating the vitros 5600 instrument was not performing as intended when processing vitros amon slides. After cleaning the micro slide cm/rt rotor and replacing the incubator evaporation caps, acceptable vitros amon performance was obtained.

Event description:
A customer reported a lower than expected vitros amon quality control result was obtained on a vitros 5600 integrated system using vitros amon reagent. Vitros lpv ii lot a5363 result of 151.3 umol/l vs. The expected result of 192.3 umol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action, should they occur undetected on patient samples. There was no report of affected patient results and there was no allegation of patient harm. However, the investigation cannot conclude that patient sample results had not been affected or would not be affected if the event were to recur undetected. This report corresponds to ortho clinical diagnostics inc. (B)(4).